Manufacturer narrative:
(B)(4). Neurological event may occur during this type of procedure and as listed in the instructions for use, neurological event is a known potential adverse event associated with the use of the product. Information available in the case description is not sufficient to determine a relationship between the event and the product. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Device issue: none. Adverse event (ae): neurologic deficit. Time of ae: one day post procedure. It was reported via a trial that one day post rx acculink stent implant in the right internal carotid artery, the patient experienced minor facial paralysis with flattened nasolabial fold and asymmetry on smiling. No treatment was given and the patient was discharged to home the same day. The duration of the facial paralysis is unknown, however, at the 30 day follow-up visit the deficit had resolved. Though requested, no additional information was provided.